Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing the therapy pcb assembly, therapy stack, capacitor and inductive resistor, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory indicating a potential issue that could impair its ability to deliver defibrillation therapy. There was no report of patient use associated with the reported event.